Event description:
Boston scientific received information that this pacemaker had declared end of life (eol) unexpectedly. At this time this device remains implanted. An explant procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that the device was discarded at the hospital and will not be returned for analysis.